Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer troubleshooting with technical support (B)(6) advised customer of various circuit items that will cause this issue.

Event description:
It was reported that the ventilator was not going into standby mode. No patient harm was reported.